Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradual rise shock lead impedance (sli) resulting in high out of range measurements over 125 ohms. Technical services (ts) was consulted and upon review suspected that the rv lead gradual rise sli could be related to calcification. Regular follow up and programming updates were recommended. In addition, lead replacement was recommended if the sli reached a value of 150 ohms. This rv lead remains in service. No adverse patient effects were reported.